Event description:
This device was explanted, after a middle ear infection and cholesteatoma caused the intracochlear electrode array to extrude. The cholesteatoma was removed, and the pt received a new cochlear implant.